Event description:
The stent on the delivery system partially expanded. This patient was undergoing a stent placement within the severe calcified, no tortuousity, and 90% stenosis of the superficial femoral artery (right or left unk). A non-cordis guidewire was inserted across the lesion via a non-cordis sheath introducer. The lesion was pre-dilated 3 times using a non-cordis balloon catheter. The smart control delivery system was advanced to the lesion, however, there was resistance between the smart control and the vessel. This unit was removed and one more pre-dilatation was performed. The same unit was advanced again without success and the stent started expanding. This unit was withdrawn from the patient's body. There was no adverse consequence to the patient. Reportedly the unit appears normal when removed from the packaging and was inspected. No negative preparation occurred prior to inserting the unit into the patient's vessel. The stent delivery system behaved normally as it passed through towards the lesion. There was resistance during advancement of the stent delivery system. The locking pen was not removed to stent deployment. It was unk how much of the stent prematurely was expanded. No unusual force was used to advance the system. The product was prepared as per the IFU. It is unk how the procedure was completed. No other information was available. The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.